Manufacturer narrative:
Concomitant products: product ID neu_wrench_acc, serial # unknown, product type accessory; product ID 3889-28, lot # va0uea9, implanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturers¿ representative (rep) reported there was lead insertion difficulty during procedure. It was not previously implanted with an extension and a neurostimulator. The issue was reported after the case, the header block was unobstructed. The implantable neurostimulator was replaced and the lead was inserted without an issue. It resulted in impedances of normal levels. There were no symptoms reported. Additional information from the rep noted the lead insertion difficulty occurred only when the doctor attempted to insert end of the lead into the implantable neurostimulator. The difficulty did not occur during lead placement. The cause of the lead insertion difficulty was not officially determined. The doctor described it as an internal blockage in the channel of the lead. The channel in the implantable neurostimulator was obstructed. He could insert it to halfway then it did not advance further. There was no blockage seen visually. There was no patient injury noted; the patient recovered without sequela. There was no further information provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Method code: the result codes were updated. Analysis of the implantable neurostimulator (s/n (B)(4) ) found the setscrew was backed out too far. There was difficulty encountered when attempting to insert a known good lead into the connector port. Several of the connector edges as well as the weld pools on the connectors got stuck on the edge of the #0 connector of the ins depending on the lead orientation. The bore of the strain relief insert appeared slightly angled and did not align with the opening of the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.